Event description:
Reporter stated that he obtained a result of 92 mg/dl on the aviva system and 20 minutes later he passed out. Reporter stated that he came to around 6 pm and called 911. Reporter stated the paramedics obtained a result of 40 mg/dl on their system and treated him with glucose before taking him to the hospital. At the hospital, he was given an sandwich, juice and admitted for 5 days. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
Absent the lot number, manufacture date cannot be determined. Will not be returned to manufacturer.